Event description:
Caller reported (B)(6) 2014 inform ii neonate result of 40 mg/dl on meter serial number (B)(4) and 2 minutes later on meter (B)(4) result was 71 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
Not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is inform ii (B)(4), medwatch with identifier (B)(6) is inform ii (B)(4).